Event description:
It was reported that after realigning the srs front pointer to cone mount, the front pointer would be installed for camera alignment and lutz shots. The camera would be calibrated with the offsets from the interface mount and the sphere would be offset the same amount as the camera. The cone mount would be inserted next and most likely have the same exact offset as the pointer basically matching the cones radiation isocenter to the sphere and camera. Technically no problem as long as you treat with the cone, but if you now use the mlc for your srs treatment which is very common in the srs community, it will have a different isocenter than the cone. No serious injury to the patient was reported, as the user observed this issue prior to treatment. No further patient information was provided.

Manufacturer narrative:
The reported issue is confirmed. This is a known anomaly for users of varian's optical guidance platform (ogp) equipment. Damage to the srs cone mount/interface mount can lead to incorrect isocenter alignment. Incorrect isocenter alignment may go undetected if user does not perform winston-lutz test following each installation of the srs cone mount. No misadministration occurred in this case. However, the maximum error could be in the range of 2-3 mm. This could result in unintended high dose to normal tissue and critical structure, in certain high accuracy required srs treatments. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. Further actions will be addressed in varian's CAPA process. No follow-up reports are anticipated.